Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode and triggered a code 1003, indicating the voltage was lower than the projected longevity. The device remains in use. No adverse patient effects were reported.